Event description:
It was reported that during the implant attempt, the left ventricular lead was damaged by the physician during a repositioning attempt. The lead was not used and another lead was attempted. The second attempted lead was damaged by the suture pressure and ended up fractured. The lead was not used and another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and analyzed. The lead appeared to have been stretched, as was the distal conductor. Blood/body fluid was found on the outer tubing overlay, and blood was found in/on the helix/lobe mechanism. The outer insulation was breached cut, the helix/lobe was distorted/bent, and the lead appeared to have been damaged at implant. (B)(4) the full lead was returned in segments and analyzed. No anomalies were found. All conductors appeared distorted, and had blood/body fluid present (not obstructed). The lead exhibited apparent explant damage.